Manufacturer narrative:
Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side ¿folding¿, ¿noticed her breasts were uneven¿, ¿intracapsular rupture¿, ¿typical snowstorm appearance¿, and ¿there is 50-75% fibroglandular tissue¿. The device has been explanted.